Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a myelogram, and the dye injection shocked their left leg really bad. It was clarified that the device did not cause the shocking. However, after the myelogram, the patient had 3 accidents, and when they got home, their programmer (pp) showed that their therapy was turned off. They were able to turn therapy back on, and noted that everything was fine, their therapy resumed at the same setting it had been on, and the accidents were resolved after therapy was turned back on. They were wondering if the myelogram could have turned their implant off, and didn¿t know if it was shut off because it shocked their left leg so severely, and partially shocked their right leg. It was reviewed that there is a potential for emi to interfere with therapy, and that this may have been an isolated event, but that they could follow up with their healthcare provider if they continue to have concerns. No further patient complications are anticipated or expected as a result of this event.